Manufacturer narrative:
The device evaluation was completed on 2-sep-2021. It was reported that a 77-year-old male (50kg) patient underwent an atrial tachycardia (at) ablation procedure with two carto vizigo¿ 8.5f bi-directional guiding sheaths ¿ small and suffered air embolism and st segment elevation requiring a cardiac catheterization. An issue with hemostatic valve separation was also reported. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small in the left atrium (la) was left in the left atrium, and the thermocool® smart touch® sf bi-directional navigation catheter (stsf) was removed from the body and exchanged. In order to insert the stsf catheter into the vizigo sheath (before replacement), the syringe was set in the side port and negative pressure was applied to vacuum the inside of the sheath. However, even when the negative pressure was applied to the syringe several times, air came out of the sheath (air was drawn in the syringe far exceeding the usual amount). In a hurry, the vizigo sheath (before exchange) was pulled from the left atrium to the right atrium and removed to the outside of the body. The vizigo sheath was also exchanged. Replacement with a vizigo sheath revealed a high t wave in the electrocardiogram at the timing of reinsertion into the body, and cag (coronary angiography) was performed for suspected air embolism. There was nothing special in cag, elevated st also returned, and the case was discontinued. After awakening of the patient, the patient was able to respond to the physician's call and was able to move both hands and feet independently. The patient was discharged from the room with no complications due to air embolism at the end of the procedure. After the end of the procedure, vizigo sheaths (both before and after replacement) were used to check with the physician whether the hemostatic valve had been damaged, but this could not be confirmed (after vacuuming by applying negative pressure using a syringe from the sheath tip with a stsf catheter inserted and with the side port closed, additional negative pressure was applied to check for air discharge. However, air did not come out of either sheath and no damage to the hemostatic valve could be confirmed.). This is a procedure to perform: 1- puncture, 2- sheath in the left atrium, and there was a comment that ¿to prevent air embolism, it may be better to open the bb hole by inserting an ablation catheter without using a dilator and a wire.¿ if it is not resolved, possibility of air embolism. The physician commented: ¿I was surprised that the syringe plunged enough to blow the air inside the case ¿ and "I don't know exactly when there was a lot of air inside the sheath. The sheath and catheter were in an unstable place with the ablation catheter in, so the hemostatic valve might have been damaged there.¿ "however, at the verification after the end of the case, it seemed that the hemostatic valve was not broken. But I prefer to remove the air with a syringe more thoroughly than other doctors, so I can only think that such amount of air was in the sheath, which means that the hemostatic valve might have been broken. Additional information was received, and it was reported that this adverse event was discovered during use of biosense webster inc. (Bwi) products. The physician¿s opinion on the cause of this adverse event was that it was procedure and bwi product malfunction. The patient fully recovered with no residual effects. No intervention was needed and there was no report of prolonged hospitalization. Smartablate generator was used. The hemostasis valve (gasket) did not break into two or more separate pieces and the hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient and no percutaneous or surgical removal was required. Device evaluation details: the product was returned to bwi and a visual inspection, as well as tests including back pressure evaluation of the returned device were conducted. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the carto vizigo¿ 8.5f bi-directional guiding sheaths ¿ small. Per the event magnetic, electrical, deflection, flow and pressure were tested. No malfunctions were observed during the product analysis. A device history record (DHR) evaluation was performed for the finished device 00001584 number, and no internal action was found during the review. Based on the DHR, h4. Device manufacture date has been updated. The root cause of the adverse event remains unknown. The instructions for use states that careful manipulation must be performed in order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2021-01027 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheaths ¿ small) (2) MFR # 2029046-2021-01028 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheaths ¿ small).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on (B)(6) 2021 for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2021-01027 for product code (B)(6) (carto vizigo¿ 8.5f bi-directional guiding sheaths ¿ small) (2) MFR # 2029046-2021-01028 for product code (B)(6) (carto vizigo¿ 8.5f bi-directional guiding sheaths ¿ small).

Manufacturer narrative:
(B)(6). (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that a (B)(6)-year-old male ((B)(6) kg) patient underwent an atrial tachycardia (at) ablation procedure with two carto vizigo¿ 8.5f bi-directional guiding sheaths ¿ small and suffered air embolism and st segment elevation requiring a cardiac catheterization. An issue with hemostatic valve separation was also reported. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small in the left atrium (la) was left in the left atrium, and the thermocool® smart touch® sf bi-directional navigation catheter (stsf) was removed from the body and exchanged. In order to insert the stsf catheter into the vizigo sheath (before replacement), the syringe was set in the side port and negative pressure was applied to vacuum the inside of the sheath. However, even when the negative pressure was applied to the syringe several times, air came out of the sheath (air was drawn in the syringe far exceeding the usual amount). In a hurry, the vizigo sheath (before exchange) was pulled from the left atrium to the right atrium and removed to the outside of the body. The vizigo sheath was also exchanged. Replacement with a vizigo sheath revealed a high t wave in the electrocardiogram at the timing of reinsertion into the body, and cag (coronary angiography) was performed for suspected air embolism. There was nothing special in cag, elevated st also returned, and the case was discontinued. After awakening of the patient, the patient was able to respond to the physician's call and was able to move both hands and feet independently. The patient was discharged from the room with no complications due to air embolism at the end of the procedure. After the end of the procedure, vizigo sheaths (both before and after replacement) were used to check with the physician whether the hemostatic valve had been damaged, but this could not be confirmed (after vacuuming by applying negative pressure using a syringe from the sheath tip with a stsf catheter inserted and with the side port closed, additional negative pressure was applied to check for air discharge. However, air did not come out of either sheath and no damage to the hemostatic valve could be confirmed.). This is a procedure to perform: puncture, sheath in the left atrium, and there was a comment that ¿to prevent air embolism, it may be better to open the bb hole by inserting an ablation catheter without using a dilator and a wire.¿ if it is not resolved, possibility of air embolism. The physician commented: ¿I was surprised that the syringe plunged enough to blow the air inside the case ¿ and "I don't know exactly when there was a lot of air inside the sheath. The sheath and catheter were in an unstable place with the ablation catheter in, so the hemostatic valve might have been damaged there.¿ "however, at the verification after the end of the case, it seemed that the hemostatic valve was not broken. But I prefer to remove the air with a syringe more thoroughly than other doctors, so I can only think that such amount of air was in the sheath, which means that the hemostatic valve might have been broken. Additional information was received, and it was reported that this adverse event was discovered during use of biosense webster inc. (Bwi) products. The physician¿s opinion on the cause of this adverse event was that it was procedure and bwi product malfunction. The patient fully recovered with no residual effects. No intervention was needed and there was no report of prolonged hospitalization. Smartablate generator was used. The hemostasis valve (gasket) did not break into two or more separate pieces and the hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient and no percutaneous or surgical removal was required.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2021-01027 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheaths ¿ small) (2) MFR # 2029046-2021-01028 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheaths ¿ small) during an internal review on 02-jun-2022, it was noted that the h 6. Medical device problem code of material separation (a0413) was incorrectly assigned. The more appropriate code is material integrity problem (a04). Therefore, the h 6. Medical device problem code has been updated. It was previously reported that h6. Health effect - clinical code e2402 (appropriate term / code not available) was used to represent "electrocardiogram st segment elevation". The equivalent imdrf code has now been updated to ischemic heart disease (e0612). Therefore, h 6. Health effect - clinical code has been updated.